Event description:
Healthcare professional reported a lap-band with a leaking port, first noticed when the pt "complained of fairly sudden loss of restriction". The lab-band port was explanted and replaced. Add'l info: healthcare professional clarified, "the whole band was removed during surgery due to issues with the balloon." Reporter added the surgeon "pressurized the devise and found a pinpoint leak at the weld of the balloon to the body of the band".

Manufacturer narrative:
Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".